Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. Corrected fields: a2 - dob null, a2 - age units (patient), a4, a5, a6, b5, b6, b7, d4- unique device identifier (UDI) #1, h6: health effect - impact code. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during setup or inspection for use, the subject device had error code 118. There were no reports of patient harm.